Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device is expected to be returned, as of this date it has not been received.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple "controller fault" alarms on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are most often caused by a leaky diode and are highly intermittent. The most likely root cause is a leaky diode on the automatic power switch circuit. Heartware has opened an internal investigation to evaluate these types of issues.

Event description:
It was reported from (B)(6) that a patient was at rehab as part of his normal post-operative course. He called the implanting center early in the morning of 16 december reporting a "controller fault" alarm. There is no reported consequence or impact to the patient. There is no additional information provided.